Event description:
Baxter colleague failed suddenly during use. It was plugged in and recharging at the time. We only had a carrier solution with antibiotics being administered, and the pump was quickly changed out, so there was no harm to the patient. However, had this occurred a few hours later while we were transporting the patient in an elevator, this could have potentially resulted in the death of the patient. There was no warning prior to the failure, and once failure occurred the pump was completely non-operational. This is not the first occurrence with these pumps.